Event description:
A malfunction code was reported, with no notable events occurring beforehand, and it did not cause any adverse impact to the customer's blood glucose level. The customer was instructed to use multiple daily injections as a backup therapy while a replacement pump was arranged.